Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that she had the spinal cord stimulation therapy for pain implanted in november and the patient mentioned that her device has migrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.